Event description:
It was reported that underinfusion was observed in an unknown secondary administration set. The reporter stated that the clamps were left closed on the secondary lines so the fluid from the secondary set had not infused. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. However, it was reported that the nurse did not open the clamps on the secondary set lines. The staff at the customer facility was to be retrained on this product use. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.